Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, there was a failure found in the oxygen sensor within the oxygen blender module, therefore, the oxygen blender board needs to be replaced. However, the customer requested no repairs be done to the unit.